Event description:
In 2008/2009, pt states she had surgery in (B)(6) for the placement of a interstim device for pelvic pain. Approx one yr ago, pt started experiencing the following symptoms: urinary incontinence, swelling in legs, "brown fluid seeping through pores", ambulation difficulties, weight loss ((B)(6)), fluid accumulation around device, "loss of sensation to urinate", allergic reaction, public embarrassment, and electromagnetic interference which causes the device to malfunction. Also, pt says her fiance' had to quit his job just to take care of her due to her symptoms and the unability to take care of herself. Pt states that she has been told that "the device was implanted for the wrong reason."